Event description:
Subsequently to the initially filed emdr, the following information was received:the reported issue was a suture break not a cuff miss as previously reported. No additional information provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿suture separation¿ was confirmed. A review of the electronic lot history record (elhr) and corrective action tracking system for the web (catsweb) database for the reported lot revealed no associated nonconforming material records (ncmr) or exceptions that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to the plunger not fully depressed flush with handle body during deployment, such that the needle tip did not eject from the posterior needle shank. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.h6: medical device problem code-1142 removed.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a prostyle device after a transarterial chemoembolisation interventional procedure using a 6f sheath. Reportedly, a cuff miss [suture retrieval issue] occurred. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.